Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: warnings the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported a xen 45 gel stent placement procedure was "abandoned after several attempts due to bleeding" in the sub conj during mitomycin injection at the beginning of the case as it "obstructed the doctors view of the target site." Affected eye is left. There was no eye injury. A trabeculectomy was performed a couple of weeks later in the left eye.